Event description:
Pt was having a stent placement with an expandable balloon. Upon insertion, the balloon failed to inflate properly. The stent and balloon could not be removed due to the fact that the balloon would not deflate for removal. The pt had to go to surgery for removal of the stent and balloon. Subsequently, the pt was admitted to the ICU unit after surgery and is on a ventilator.